Event description:
It was reported that the patient using the ilet bionic pancreas continued to struggle with timely meal announcements and overtreatment of hypoglycemia, resulting in rebound hyperglycemia and elevated variability, and a factory reset and education were requested. Symptoms included episodes of hypoglycemia with subsequent hyperglycemia. Outcomes included reduced time in range with increased time high and very high. Investigation included outreach attempts for user education and device troubleshooting. Investigation of this case revealed user management issues related to delayed meal announcements and excessive carbohydrate intake during lows; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.